Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer blood glucose reading was 11.3 mmol/l. Customer stated the insulin pump was dropped on the floor at their bathroom. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd display window noted.